Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. Additional information indicated following balloon aortic valvuloplasty (bav), a 20mm sapien 3 valve was implanted in the aortic position with no pvl. Post deployment tte indicated trivial pvl and no central aortic insufficiency. The patient was discharged in stable condition. On postoperative day (pod) 14, the patient reported feeling well and no issues were identified. At the 30-day follow-up visit, mild-moderate pvl was noted on the lcc side. Echo indicated 2+ pvl opposite to the lcc. The patient remained asymptomatic. Possible patient prosthesis mismatch secondary to the 20mm valve and a possible surgical aortic valve replacement were discussed. Two months post valve implant, some, but not significant, dyspnea on exertion was reported. Echo showed at least moderate pvl. A possible plug or surgical avr were discussed; however, symptoms were mild and treatment for breast cancer was ongoing. Approximately 5 months post deployment, radiation therapy for breast cancer was occurring. Approximately 8 months post implant, worsening dyspnea and severe symptoms occurred. Echo showed 3+ pvl and patient prosthetic mismatch and mitral stenosis with a mitral valve gradient of 8mmhg. It was speculated that the combination was likely the cause of the deterioration and shortness of breath. Approximately 8 months post implant, the patient was showing signs of distress. Significant or at least moderate pvl was noted. The mitral valve also appeared to be calcified with leaflet restriction. Ten moths post implant, the sapien 3 valve was explanted and a surgical aortic valve, in addition to a surgical mitral valve, was implanted. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Per the IFU and training manuals: incorrect sizing of the valve may lead to residual gradient (patient-prosthesis mismatch). Residual mean gradient may be higher in a ¿thv-in-failing bioprosthesis¿ configuration than that observed following implantation of the valve inside a native aortic annulus using the same size device. Patients with elevated mean gradient post procedure should be carefully followed. It is important that the manufacturer, model and size of the preexisting bioprosthetic valve be determined, so that the appropriate valve can be implanted and a prosthesis-patient mismatch be avoided. Additionally, pre-procedure imaging modalities must be employed to make as accurate a determination of the inner diameter as possible. According to literature review, prosthesis¿patient mismatch (ppm) occurs when the effective orifice area (eoa) of the prosthesis is physiologically too small in relation to the patient¿s body size, thus resulting in abnormally high post-operative gradients. According to varc-2, severe ppm is defined in the aortic position by an indexed effective orifice area of <0.65 cm2/m2, and the incidence of severe ppm after surgical aortic valve replacement ranges between 2% and 20%. The presence of ppm is prognostically important because ppm results in higher valve gradients. The risk of ppm can be anticipated at the time of avr by calculating the predicted indexed from the normal reference value of eoa of the selected prosthesis and patient¿s body surface area. Ppm is characterized by high transprosthetic velocity and gradients, normal eoa, small indexed eoa, and normal leaflet morphology and mobility. Transesophageal echocardiography and multidetector computed tomography are particularly helpful to assess prosthetic valve leaflet morphology and mobility, which is a cornerstone of the differential diagnosis between ppm and pathologic valve obstruction. Severe symptomatic ppm following avr with a bioprosthetic valve may be treated by redo surgery or the transcatheter valve-in-valve procedure with fracturing of the surgical valve stent. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. The patient screening manual instructs the operator on proper assessment of patient¿s anatomy, including the use of echo, aortogram and CT to appropriately measure the annulus diameter/failing surgical valve ¿trueid¿, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals instruct the operator on proper valve sizing being critical to avoid prosthesis-patient mismatch. In this case, although the exact cause of the event cannot be confirmed, available information suggests in addition to patient prosthetic mismatch, patient factors (radiation therapy, worsening mitral valve stenosis) may have contributed to the worsening pvl and subsequent valve explant and surgical avr. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, 10 months post implant of a 20mm sapien 3 valve in the aortic position, the patient was symptomatic due to ¿significant¿ paravalvular leak (pvl). The sapien 3 valve was explanted and a surgical valve was implanted. At the time of the report, the patient was in stable condition.